Event description:
Shortly after an implant procedure, the pt reported pain in her foot. The surgeon treated the pain with injections. The pt is reportedly doing better.

Manufacturer narrative:
Boston scientific considers the investigation into this event closed. Attempts made by company representatives to confirm the pt's status have been unsuccessful. This is the final report.